Manufacturer narrative:
No eval other description: physical product analysis is not required for skin discomfort/irritation complaints because there is no way to determine the level of skin discomfort/irritation through analysis of the physical product. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient removed the wearable sensor and "experienced 3rd degree burns from metal." It is unknown if the sensor was replaced. No further patient complications have been reported as a result of this event.